Event description:
Per bio med, sterile processing reported the cycles were failing, temperature parameters were not being met. Manufacturer response for sterilizer, (B)(4) (per site reporter). Per bio med, steris came out to the facility and completed repairs. Bio med could not provide information on what exactly was repaired.